Event description:
Info received indicates the head section function of the bed is drifting.

Manufacturer narrative:
The facility's engineering has not returned hill-rom's attempts to determine a resolution of the alleged malfunction.